Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported "turns on/off by self" which was reproduced. Visual inspection determined to be depressed rear case battery contact pins. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to #4 key on the keypad malfunctioning. Service evaluation verified the #4 key on the keypad was malfunctioning. The cause was identified to be damaged front case which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned on/off by itself. There was no patient involvement. No additional information is available.